Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded lens had a damage mark. During the surgery, a lens was injected into the patient's eye, but it was later discovered to have a damaged mark. The lens was removed and replaced during the same procedure with the same model and a different lens. Additional information states that the doctor implanted the initial lens normally without any issues. Once the lens was implanted, a defect in the center of the lens was noticed. No injury or intervention was required, and the patient remained stable throughout the procedure. No further details were provided.